Event description:
An implanted plate broke while the pt was gardening. The plate and the six screws were explanted.

Manufacturer narrative:
Mfg and inspection records were reviewed and no anomalies were found. Visual examination by engineering staff reported the following: the plate was broken across one of the compression slots. The plate was bent between the two compression slots and not across slots or screw holes in accordance with recommended practice outlined in the surgical technique. There is evidence (x-ray and visual examination showing grooves in the slot consistent with multiscrew insertion) that a 2.3mm hexalobe multiscrew was inserted in the slot near the location of plate breakage. Per the x-ray, all holes were filled with screws. Visual examination of the screws showed screw head wear consistent with normal screw insertion. Screw shaft threads appeared undamaged. Conclusion: a conclusion cannot be drawn based on the lack of info concerning the circumstances of this plate break. Add'l mdrs associated with this event: 3025141-2014-00124: screw 1, 3025141-2014-00125: screw 2, 3025141-2014-00126: screw 3, 3025141-2014-00127 4, 3025141-2014-00128: screw 5, 3025141-2014-00129: screw 6.